Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a pocket revision due to a hematoma. Seven months later, the patient had another hematoma as well as an infection. Consequently, the device was explanted with the rest of the system. There were no additional adverse patient effects reported.